Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery and displacement test. The insulin pump button response worked properly. No button error alarms noted. However, found traced of moisture damage on the keypad trace.

Event description:
Customer's spouse called to report a hospitalization due to low blood glucose. The current blood glucose reading is 157 mg/dl. Caller stated that customer went low overnight. The blood glucose reading at the time of the event was 23 mg/dl. Customer complained of diarrhea. Hospital treating with insulin drip. Customer will remain on manual injections. Diagnosed hypoglycemia. Nothing further reported.